Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presenting in clinic for normal follow up. The physician noted noise on the ventricular lead. Patient would be monitored. The lead was capped and replaced successfully (B)(6) 2016. The noise issue was resolved , the patient was in good condition post procedure.